Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member or friend of a patient who was implanted with a neurostimulator for failed back surgery. It was reported that the patient¿s implantable neurostimulator (ins) quit after seven years of use and the skin around the patient¿s implant site was irritated. In result, the ins was relocated from the left side to the right side and the ins was removed prior to the year 2014. The patient was left with a hollow hole. There were no further complications reported or anticipated.